Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needles in 10 bd insyte¿ autoguard¿ shielded IV catheters would not retract when starting the IV access. The following information was provided by the initial reporter: "they have had multiple catheters all from lot#2160587 that do not retract the needle when the button is pressed. They currently have 640ea of the defective product with lot# 2160587. What was the product being used for when the reported issue was noticed? Starting IV access. Was the procedure able to be completed? Yes. Was there any impact/harm to the patient, due to the reported issue? No harm. Was there any medical intervention or treatment needed due to the issue patient experienced? No.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needles in 10 bd insyte¿ autoguard¿ shielded IV catheters would not retract when starting the IV access. The following information was provided by the initial reporter: "they have had multiple catheters all from lot#2160587 that do not retract the needle when the button is pressed. They currently have 640ea of the defective product with lot# 2160587. What was the product being used for when the reported issue was noticed? Starting IV access. Was the procedure able to be completed? Yes. Was there any impact/harm to the patient, due to the reported issue? No harm. Was there any medical intervention or treatment needed due to the issue patient experienced? No".